Event description:
The technician alleged that the ground resistance was too high on the bed. No patient impact.

Manufacturer narrative:
The technician tightened the ground screw to resolve the issue.